Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform basic occlusion, occlusion, prime test, the excessive no delivery test due to motor error alarm. Pump passed unexpected restart test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Motor passed motor test. Pump received with scratched lcd window, cracked case near display windowcorners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked on battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.